Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the report of moderate to severe stenosis at the origin of the celiac artery with post stenotic dilatation is captured under manufacturer report number 2916596-2023-08059. Manufacturer's investigation conclusion: a direct correlation between device and the reported events could not conclusively be determined through this evaluation. It was reported that the patient had elevated lactate dehydrogenase (ldh) and plasma free hemoglobin (pfh) without clinical symptoms of thrombosis or bleeding. Results of prior computed tomography angiography scans from (B)(6) 2023 confirmed normal left ventricular assist device seating with no signs of pump thrombus, and no acute abnormality in the chest, abdomen or pelvis. Additionally, the submitted log files captured the device operating as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The moderate to severe stenosis at the origin of the celiac artery with post stenotic dilatation was observed during computed tomography (CT) on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) and hemoglobin free plasma (hfp) without clinical symptoms of thrombosis or bleeding. The patient's international normalized ratio (inr) was pending. A computed tomography (CT) was performed, and no pump thrombus, inflow graft, or outflow graft obstruction were found. A vascular computed tomography angiography (cta) was performed and found moderate to severe stenosis at the origin of the celiac artery with post stenotic dilatation. Event log files were submitted for review. There were no unusual events recorded in the event log file. The mechanical circulatory system (mcs) operated as intended.